Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for spinal pain. Patient reported he had pain in his back, leg and foot. Patient also states when he opens car door, he feels an electric shock. If patient has checked to see if device is on but patient was difficult to understand and got family on the call. Caller states when he went to open car door he did not feel any electric shock patient did. Caller confirmed patient turned stimulation off himself. Caller confirmed patient started feeling pain after he turned his device off. That stimulation has to be on in order for therapy to work. There were not trauma or fall reported. Patient/caller to follow up with healthcare professional (hcp). Patient called stating that he met with medical representative about the shocking, and they were not able to find a reason for the shocking. Patient confirmed that the implantable neurostimulator (ins) is off, but he's still experiencing shocking. The caller will following up with his managing hcp to perform additional troubleshooting such as imaging. Additional information was received from a healthcare provider (hcp) on 2018-aug-23. It was reported that when the patient had stimulation turned on, he would get shocked whenever he touched anything: his children, a door handle, a doorbell, etc. No further complications were reported.

Manufacturer narrative:
The correct aware date of the initial was (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
See h10